Event description:
A clinical study reported that after a cataract procedure using an ophthalmic visco surgical product it was noticed that a patient had experience elevated intraocular pressure (iop) of 52mm hg and give with topical antiglaucoma medication.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Gr. Comparison of the effect of viscoat and duovisc on postoperative intraocular pressure after small-incision cataract surgery. J cataract refract surg.2008,34,253¿257. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No lot code or sample provided. No further evaluation or root cause analysis can be conducted at this time. No root cause could be determined as no sample or lot code was provided for analysis. No action is warranted. The manufacturer internal reference number is: (B)(4).